Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. It was reported that after the stylet was removed, the stent dislodged from the balloon, and that crimp marks were visible on the balloon. Crimp marks visible on the balloon suggest that the stent was originally positioned correctly and securely at the time of manufacture; however, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon. This was noted when the stylet was removed. There was no patient involvement. After further examination crimp marks were visible on the balloon. No additional event or patient information is available.